Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarm 1's occurred during basal deliveries. A new cartridge was successfully loaded to address the events. The customer's blood glucose level was 170 - 234 mg/dl.